Event description:
The customer contacted baxter's service center regarding a system error 2267, which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) advised the caregiver (cg) air had entered the setup. The tsr advised the cg that therapy had ended and they would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed in the lab with an actual sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample evaluation was performed and the issue could not be duplicated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.